Event description:
On july 29, 1994 distributor was informed that a pt's lad was perrforated by a gluidewire gold during a ptca. On august 2, 1994 the distributor wa informed that the pt had expired.the pt was undergoing a ptca of a 100% totally occluded lad. Difficulty crossing the leson was encountereed. The glidewire gold was aadvanced into the circumflex artery. Anotheer wire and balloon catheter were placed in the lad and an angioplasty of the lad lesion proceeded. The lad began to shut down at that point so the gluidewire gold was pulled from the circ and advanced into the lad. The artery was reopened. An angioplasty onthe circ followed. Urokinase was givenpost aangioplasty.contrast injection at this point in time noted extravassscular extravasation of dye from the distal circ. The physicina discussed the possibility of pericardiocentesis and decided to bring in a surgical consult. The surgeons decided to wait severalhoursss before surgery because of the UK. At that time they would repair the arterial perforation and perform a CABG.the pt was sent to the ccu with her sheath inplaace. She was stable and pain free. The pt had been stable and pain free throughout.later that afternoon the pt expired. The hospital stated they have not determined the cause of death. They further stated that "no malfunction of the wire is suspected. The glidewire gold was removedddd from the pt intact."a later review of the cineangiogram visualized the glidewire gold wire outside the artery. This was noted to have occurred at the begining of the case, however, went undetected until the very end of the case when they noted contrast extravasation. No product is being returned for evaluation.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.